Manufacturer narrative:
Exact date unknown, event occurred six months from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear lead, upn: (B)(4), model: sc-2208-50, serial: (B)(4), batch: 198122/198483.

Event description:
It was reported that the patients ipg was non-functional. The patient was also experiencing ineffective therapy. All device components were explanted and were discarded.